Event description:
It was reported that when the doctor opened the implant box, and there was no implant in the package. Everything else was intact. The empty vial was discovered during a procedure, but they were able to complete the procedure with another implant. They also still have the empty vial to return. Tooth location not reported.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k101880.

Manufacturer narrative:
One (1) empty implant packaging for a imp,tsv,4.7,10,mtx,mg (tsvtwb10) was returned for investigation. Visual evaluation of the as returned product identified no implant / product. Outer box and outer seal have no damage. Outer seal is broken. Inner vial was missing. The alleged coob could not be verified, as the returned packaging was already opened. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The customer did not provide any pictures. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1228227). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1228227) for similar events and no other complaint was identified. Aug post market trending was reviewed and there were no actionable events or corrective actions for the reported event (incorrect component quantity) or product (tsvtwb10). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, the packaging malfunction could not be verified and the reported event was non-verifiable. As the packaging was already opened, the circumstances of device delivery could not be recreated. Additionally, the alleged coob could not be verified. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.